Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a malfunction with the reservoir. The blood glucose reading was 142 mg/dl. Customer stated he was unable to rewind the insulin pump due to a recurring alarm. He also stated that the settings for date, time, basal rates and bolus had all reset. Customer was assisted in reprogramming the insulin pump. Customer reported that a leak occured while removing the reservoir and that there was insulin in the reservoir chamber. Customer was advised to disconnect from the insulin pump, remove the reservoir and dry the compartment. Customer stated he did not see any evidence that anything was wrong with the reservoir. Customer stated that the o-ring inside the lip of the reservoir compartment was present and that there were no cracks on the insulin pump. Customer was unable to perform a self test for the reservoir due to being unable to proceed with the rewind process. Nothing further was reported.